Event description:
It was reported that during a laparoscopic hysterectomy procedure, during the first part of the procedure, the white pad started to melt and fall off the tip. No dry firing was noted. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad. Both conditions can result in probable damage to the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.